Manufacturer narrative:
File is nonreportable.

Event description:
It was reported that there was an error code 354.6770 on a device. Pump was sent for repair. There was no patient events and no further details were available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an error code 354.6770 on a device. Pump was sent for repair. There was no patient events and no further details were available.